Event description:
Information received a smiths medical cadd disposable underdelivered a bolus of medication. The customer reported there was an issue with the flow rate and delivery of bolus. In fact, the pump did not deliver a bolus while in use. This is the second time the customer returned this pump for repair. For the first repair, the dso seal was changed and accuracy was fine. The customer encountered the same issue